Event description:
There has been a recurrent problem with the minimed paradigm pump. There are issues of non-delivery, as well as overdelivery of insulin. The program screens are blanking and the pump is shutting down. This has happened in a significant number of patients on the particular pump.